Event description:
Caller states during a correlation study the following coaguchek s/lab results were obtained: pt #1: 2.9 inr/2.17 inr. Pt #2: 1.5 inr/1.09 inr. Pt #3 2.3 inr/1.82 inr. Pt #4: 2.2 inr/1.73 inr. Pt #5: 2.4 inr/1.99 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.